Event description:
I had breast implants put in (B)(6) 1981. My life and health have been a nightmare since (lots of symptoms). I don't have the money to have my breast implants removed. (My name is (B)(6), at that time dr (B)(6) was the plastic surgeon that put my breast implants in at (B)(6)). I use over the counter medication when needed and supplements the same way.